Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip became stretched and damaged. The target lesion was located in the calcified distal right coronary artery. A 330cm rotawire was selected to treat the target vessel with a rotablator system. During the procedure, the tip of the rotawire became stuck within some calcification briefly but the user was still able to work with it. Upon removal of the rotawire from the patient at procedure closure, it was noted that the tip of the wire was stretched/damaged. It was noted the tip was not fractured/broken. The procedure was completed with this device. No patient complications were reported and the patient's condition is fine. However, returned device analysis revealed that the rotawire corewire was fractured.

Manufacturer narrative:
Age at time of event: approximately (B)(6). (B)(4). Device evaluated by MFR: the device was returned for analysis stuck within a catheter and could not be removed. The returned device presented the spring tip severely unraveled. The corewire was fractured at the spring tip. All outer diameter measurements taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on 16aug2013. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip became stretched and damaged. The target lesion was located in the calcified distal right coronary artery. A 330cm rotawire was selected to treat the target vessel with a rotablator system. During the procedure, the tip of the rotawire became stuck within some calcification briefly but the user was still able to work with it. Upon removal of the rotawire from the patient at procedure closure, it was noted that the tip of the wire was stretched/damaged. It was noted the tip was not fractured/broken. The procedure was completed with this device. No patient complications were reported and the patient's condition is fine. However, returned device analysis revealed that the rotawire corewire was fractured.